Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2014, to report that the sensor was inaccurate on (B)(6) 2014. Patient's parent reports the device read 379 while the fingerstick value was 100. Patient's parent did not report any injuries or medical intervention at the time of contact with dexcom technical support.